Manufacturer narrative:
Under (B)(4), pt info is considered confidential and will not be released by the hosp.

Event description:
It was reported that a latch on the pt data module (pdm) was allegedly broken and resulted in the device falling from the mount. The pdm was "caught" by the pt's lead wires; this did not result in any harm to the pt. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.